Manufacturer narrative:
The reported events were high pacing threshold and lead dislodgement. As received, a complete lead was returned in one piece with the helix retracted clogged with blood/tissue. The reported event of high pacing threshold was not confirmed. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be extended and retracted. The full measured helix extension length was within specification.

Event description:
During an in clinic follow up, an increased capture threshold was noted on the right ventricular (rv) lead. An x-ray was performed and revealed a lead dislodgement. The rv lead was explanted and replaced to resolve the event. The patient was stable.